Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The rv lead channel has a non-boston scientific lead inserted. It was noted that the impedances were stable until the date of the event. Technical services (ts) suggested troubleshooting actions and reprogramming. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The rv lead channel has a non-boston scientific lead inserted. It was noted that the impedances were stable until the date of the event. Technical services (ts) suggested troubleshooting actions and reprogramming. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The rv lead channel has a non-boston scientific lead inserted. It was noted that the impedances were stable until the date of the event. Technical services (ts) suggested troubleshooting actions and reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead channel exhibited oversensing of noisy signals and loss of capture (loc). The ra lead is a non-boston scientific product. The oversensing resulted in inappropriate atrial tachy response (atr) episodes. The ra channel also exhibited a gradual downward impedance trend and variable amplitudes. It was noted that the patient is young and could be "outgrowing" the leads. It was also noted that the device exhibited high capture thresholds. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. The rv lead channel has a non-boston scientific lead inserted. It was noted that the impedances were stable until the date of the event. Technical services (ts) suggested troubleshooting actions and reprogramming. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead channel exhibited oversensing of noisy signals and loss of capture (loc). The ra lead is a non-boston scientific product. The oversensing resulted in inappropriate atrial tachy response (atr) episodes. The ra channel also exhibited a gradual downward impedance trend and variable amplitudes. It was noted that the patient is young and could be "outgrowing" the leads. It was also noted that the device exhibited high capture thresholds. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.